Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year old caucasian female patient underwent primary breast augmentation with two 550cc mentor memorygel breast implants and experienced breast implant rupture on the right side complicated by inflammation, fluid collection around the right implant, and granuloma formation in the right axilla region and confirmed by mammogram and ultrasound. The fluid was aspirated and sent for cytology, the findings were corelated to inflammation reaction and negative for cd 30. It was also reported that the patient developed a red rash on the upper pole of the right breast and capsular contracture in both breasts (baker grade iii in the left breast, and IV in the right breast). As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 590cc mentor memorygel boost breast implant catalog: smpb590 lot: 9698840 sn: (B)(4) and (left) 590cc mentor memorygel boost breast implant catalog: smpb590 lot: 9772743 sn: (B)(4). This medwatch form is for the left breast prosthesis.